Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal end of the glass cap/fiber was detached and not returned; the metal cap was detached and not returned; the glass cap exhibited mild devitrification at the output window; the glass cap exhibited mild white crystalline substance at the open end; the outer flow tube exhibited signs of stretch marks at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure the "fiber tip broke off" at173,472 joules of use. The procedure was completed with a second fiber. Patient outcome: "ok, no harm to patient."